Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On 15apr2020, after the pump exchange, the patient experienced massive bleeding from the implant surgery. Blood was transfused with more than 8 and less than 16 units of packed red blood cells. The patient underwent drug treatment. There was no anticoagulant treatment at the time of the event. The cause of the bleeding was related to the pump exchange. Laboratory test values were international normalized ration of 1.1, activated partial thromboplastin time of 36 seconds, and platelet count of 86,000/l. On (B)(6) 2020, the patient developed persistent supraventricular arrhythmia. There was probably an association between arrhythmia and this product because it was an arrhythmia at 1 post-operative day after implantation. The patient allso developed right pneumothorax. Treatement was performed by inserting a chest tube. The right pneumothorax was believed to be related to the pump exchange surgery.

Manufacturer narrative:
Section e: this event occurred at (B)(6) gerontology in (B)(6), japan. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A and the hm3 patient handbook, rev. C are currently available. The hm3 IFU lists cardiac arrhythmia, and bleeding as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.